Event description:
It was reported that the remote monitor did not receive power. The patient reported having "difficulty" connecting the power cord. The monitor has sent successfully in the past. A new power cord will be sent to the patient. The monitor will not be returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.